Event description:
Info received indicates the casters no longer held when in brake.

Manufacturer narrative:
The technician found the brake mechanism was worn. He replaced the brake mechanism to repair the bed.